Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from italy, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, myocardial infarction, thrombus, re-occlusion, perforation, and dissection are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 30june2025) ¿clinical outcomes of percutaneous coronary intervention using excimer laser coronary atherectomy for complex coronary lesions: the accelerate registry¿. The article retrospectively reviewed a study aimed at examining procedural, in-hospital and long-term clinical outcomes in a consecutive cohort of patients treated with elca for complex coronary lesions. A total of 320 patients treated from july 2018 to may 2024 were enrolled in the study. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Periprocedural complications included 1 myocardial infarction (mi), 2 stent thrombosis, 3 no-reflow events, 5 perforations, 2 residual coronary dissections, and 1 significant hemorrhage. Additionally, 3 periprocedural deaths occurred (2 due to intraprocedural thrombosis and 1 due to acute myocardial infarction) (MDR # 3007284006-2026-00105). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 30jun2025 has been used, the date of publication. Tomasello, s.d., rochira, c., mazzapicchi, a., legnazzi, m., azzarelli, s.a., di giorgio, a., scardaci, f., monaco, s., argentino, v., motta, s., sacchetta, g., barrano, g., ruscica, g., sole, a., mazzone, p., saia, f., amico, f. And contarini, m. (2025), clinical outcomes of percutaneous coronary intervention using excimer laser coronary atherectomy for complex coronary lesions: the accelerate registry. Catheterization and cardiovascular interventions, 106: 1630-1638. Https://doi.org/10.1002/ccd.31739. This report captures the 1 myocardial infarction (mi), 2 stent thrombosis, 3 no-reflow events, 5 perforations, 2 residual coronary dissections, and 1 significant hemorrhage that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.